Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilation, a 3.00 x 48mm synergy xd drug-eluting stent was selected for treatment. However, during insertion it was noted that the stent strut was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.